Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the gsicu during insertion of the swg into the ars, resistance was met resulting in the swg kinking. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.